Event description:
Reference MFR report # 1627487-2019-05741. It was reported that the patient was unable to adjust their stimulation using their programmer. It was found that all contacts had high impedance. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient had effective therapy and the issue was reportedly resolved.